Event description:
(B)(6) notified endoplus that a medical device had broken during a case. Prior to completing procedure, before closing of pt, it was noted a portion of the device was missing. Device broke and a portion of the device fell into pt abdominal cavity. X-ray was performed and confirmed foreign object was in pt. Foreign object was out of the field of view of the surgeon and after exploration foreign object was not found. Surgeon made the decision to leave the foreign object in place rather than risk a continued search and possible injury. No complication reported from pt.

Manufacturer narrative:
Endoplus manufactures the 8383.2937 for richard wolf. Visual examination of the device revealed that a link (component # 14000l) was broken. The missing pieces of the broken link were not returned with the device. It is apparent from endoplus' investigation that a 3rd party took liberties in modifying this laparoscopic device: the handle screw in the device is different from the screw installed by endoplus; the luer port in the device is different from the luer port installed by endoplus.; an add'l screw was placed in the handle assembly by a 3rd party. Neither the hole nor the screw placed in the hole were installed by endoplus.; cavities in the surface finished of the housing of the linkage mechanism is evidence of 3rd part modification in the direct vicinity of the broken link.; there are six (6) complaints associated with the device (8383.2937) prior to this complaint. None share this particular failure mode of a broken link. Endoplus has shipped approx 8,391 devices since 2004 to richard wolf each contain quantities of (2) links. The rate of failure of component 14000l in these devices in less than .05%. Endoplus is unable to determine a root cause for the broken link outside of 3rd party modifications made to the device. A review of complaint and ncr trending data does not lead endoplus to conclude that corrective action would further improve the safety of the device or prevent recurrence of this particular failure mode.